Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the high 200's (mg/dl). The bg level was addressed with a bolus via the pump and by decreasing the carbohydrate ratio. At the time of report, the customer's bg level was 87 mg/dl. The cause of the elevated bg was unknown. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level.